Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. Analysis of the lead (s/n (B)(4)) found no significant anomaly. The lead¿s body was cut through and the product was segmented.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: neu_siliconeanchor, serial# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer's representative (rep) and healthcare provider reported that the patient requested an explant because he no longer felt the spinal cord stimulator was helping him. It was no longer helping his pain. Surgical intervention of explant occurred. The reason for explant was therapy related, but it was unknown whether it was a sudden or gradual issue. When it was removed, the doctor said the lead looked "cooked." The rep was not aware of any of the symptoms in the patient. No diagnostics or troubleshooting was performed. The patient recovered without sequela and there was no patient injury or death.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.